Event description:
Ocd personnel reported the occurrence of repeatable negative hepatitis b surface antigen (hbsag) results for one patient sample. A second sample was collected and a borderline result was obtained. Both samples produced reactive results when tested with another manufacturer's assay. The reactivity of one sample was confirmed by neutralization. A false negative hbsag result could present a risk to public health. There was no report of patient harm as a result of this event.